Event description:
Customer reports via phone that during an undetermined urology procedure, with pt under general anesthesia, the system fluoro failed. Physician cancelled the procedure, pt was awaken by anesthesia, and rescheduled. Customer reports the procedure has been completed since the event, and the pt is fine. Customer did not provided any further pt or procedural info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed intermittent fluoro, troubleshot and replaced the atp console pcb. Fse tested system as per specifications in manuals and completed checkout of system per service checklist, returned to full service.